Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to the patient and outpatient pd clinic to acquire further details concerning the patient¿s peritonitis, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient experienced peritonitis during a [pd] treatment; however, there was no indication this event was related to the performance, deficiency or malfunction of any fresenius product(s) or device(s) in the intake.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of the patient¿s peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The source of the patient¿s pd catheter infections cannot be determined as there was no information provided concerning this reported event. In the absence of the required information, the liberty select cycler and liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to the patient and outpatient pd clinic to acquire further details concerning the patient¿s peritonitis, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient experienced peritonitis during a [pd] treatment; however, there was no indication this event was related to the performance, deficiency or malfunction of any fresenius product(s) or device(s) in the intake.

Manufacturer narrative:
Correction: b3, d10.

Event description:
A patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius customer service they experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to the patient and outpatient pd clinic to acquire further details concerning the patient¿s peritonitis, treatment data and current disposition; however, no additional information was obtained. In the intake, it was stated the patient experienced peritonitis during a [pd] treatment; however, there was no indication this event was related to the performance, deficiency or malfunction of any fresenius product(s) or device(s) in the intake.